Event description:
It was reported that the pump alarmed "system error (code 132.3000) operating channels will continue as programmed." The error occurred while the patient was being transferred to CT in the elevator. The silence button was pressed to reset the alarm. There were four channels attached to the pcu at the time. Channel a was infusing propofol at a rate of 60 mg/hr. Channel b was infusing fentanyl at 50 mg/hr. Both channels a and b continued to infuse with no issue at the time of the system error. Channel c and channel d were turned off before the system error occurred. The patient was transported back to ICU, pumps changed, then transported patient back to CT. There was no patient harm.

Manufacturer narrative:
Additional information added to:b3,b5,d11.

Manufacturer narrative:
The customer reported complaint of an experience with a system error was confirmed in the device logs, however the issue could not be replicated during functional testing the probable cause of the customer¿s experience with the system error and a channel that stopped infusing was due to a stuck tamper switch. The tamper switch may be manipulated to get stuck in the depressed position within the rubber boot. Device history review: a review of the device history record showed the device had a manufacture date of 05/22/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the pump alarmed "system error (code 132.3000) operating channels will continue as programmed." The error occurred while the patient was being transferred to CT in the elevator. The silence button was pressed to reset the alarm. There were four channels attached to the pcu at the time. Channel a was infusing propofol at a rate of 60 mg/hr. Channel b was infusing fentanyl at 50 mg/hr. Both channels a and b continued to infuse with no issue at the time of the system error. Channel c and channel d were turned off before the system error occurred. The patient was transported back to ICU, pumps changed, then transported patient back to CT. There was no patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, no additional patient details were provided.

Event description:
It was reported that the pump alarmed "system error (code 132.3000) operating channels will continue as programmed." The silence button was pressed to reset the alarm. It also was reported that the pcu was replaced as soon as possible. The issue was during patient use. Although requested, no additional patient information has been received.